Event description:
The pt reported experiencing elevated blood glucose of 12-14 mmol/l (216-252 mg/dl) despite bolusing through the infusion device. On (B)(6) 2011, she switched to a previous infusion device using the same basal rates and her blood glucose decreased. On (B)(6) 2011 she reconnected to the alleged infusion device and her blood glucose elevated (value not provided). Her normal blood glucose level is 5.5 mmol/l (99 mg/dl). The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.